Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from a bag and leaked. The patient was using a continuous ambulatory peritoneal dialysis bag to drain. The patient was connected prior to the disconnection. This event occurred when the patient turned over in bed. The white clamp caught on the edge of the bed and the connection was ripped out. The patient has since moved the position of the white clamp down two (2) feet so it does not get caught on the bed. The patient was given an unspecified prophylactic antibiotic. There was no patient injury associated with this event. No additional information is available.